Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-01152. It was reported the patient experienced loss of stimulation therapy from the scs system after a fall. An x-ray determined a dislocation of the lead. In addition, system diagnostics found high impedances for the lead. Consequently, surgical intervention was taken and intraoperatively the lead and the anchor were both found broken. The lead and the anchor were both replaced. Effective stimulation therapy was reportedly restored postoperative.

Event description:
Device 2 of 2 reference MFR report: 1627487-2019-01152.